Manufacturer narrative:
Other relevant device(s) are: product ID: 3889-28, lot# va0q0uw, implanted: (B)(6) 2014, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor it was reported that the patient had discomfort with the stimulation starting about two months ago and that they also had a fall. Impedance show one electrodes was greater than 4000. It was also reported that the health care professional noted that the battery was loose in the pocket and believed the battery flipped in the pocket so many times that it became damaged and this was noticed after the fall. As for troubleshooting, the patient is being scheduled for a lead replacement. No further complications were noted or anticipated.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0q0uw, implanted: (B)(6) 2014, product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional informationwas received. It was reported that they cause of the ins loose/flipped was believed to be due to the fall and that the lead and the ins are planned to be replaced on (B)(6) 2019 if needed. No further complications were noted or anticipated.